Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in cath lab for generator change procedure. Upon interrogation, it was noted that the pace/sense threshold and impedance values was normal. The device was explanted and the leads were excised from pocket. The leads were visually inspected and insulation breach was observed on the right atrial (ra) and right ventricular (rv) lead. The leads were repaired using medical adhesive and suture sleeve. Further testing indicated lead measurements were normal and there was no noise. The leads were attached to the new pacemaker and the procedure was completed successfully. The patient was in stable condition.